Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead pace impedance measurement greater than 3,000 ohms. Post-lss, oversensed myopotential noise was observed, however there was no indication of pacing inhibition or asystole. Technical services (ts) recommended bringing the patient into the office for further evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.